Event description:
It was reported that the customer had a seizure and the emergency medical services were called. The customer's blood glucose level at the time was 11mg/dl. The paramedics revived the customer. The customer also mentioned having blood glucose levels in the 40mg/dl range and rising to the 300mg/dl range. Troubleshooting occured. Advised to monitor the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.